Manufacturer narrative:
H6: the voluntary medwatch report was heavily redacted. As a result, section d4 (model number, catalog number, serial number and UDI number) are "unknown", and section h4 (device manufacturing date) shall be left blank. Additionally, all of the information in section e1, initial reporter, is n/a (or blank) as the initial reporter is the patient and they requested to remain confidential. Ventec reached out to the dme mentioned in the medwatch report, but they were unable to confirm the serial number of the device used during the reported event. The dme did confirm that the patient did report this event to them and that they had switched out the device; however, the dme advised that the patient returned the replacement device and has since changed to a different dme. Due to the limited information available, ventec is unable to investigate this event further. In the event that additional information is received, ventec will submit a follow-up report as defined by 21 cfr 803.56. The device was not returned to ventec for an evaluation. The cause of the reported issues could not be determined.

Event description:
Ventec received a copy of a voluntary medwatch report which stated the following: "I am a diagnosed (c1, c2) quadriplegic that is dependent on a respirator 24/7/365 as, I cannot breathe on my own. The vocsn respirator by react health does not work when I fall asleep, as it completely stops delivering a breath. My parents, with whom I live with, have watched what occurs when I fall asleep on the vocsn device, and the bar that indicates breath delivery and pressure of the breath delivered does not even move when asleep, indicating a breath is not being delivered. We have tried to get someone from react health, the manufacturer, and apria or [sic] dme company to help with the problem, and nobody wants to do anything to help remedy the situation or problems with the vocsn respirator." "As a result of, the vocsn respirator not functioning correctly when I do fall asleep, I probably am only out for maybe 30 seconds before I wake up, having to catch my breath. The sleep issue is not the only problem with the vocsn respirator; currently, it is also refusing to alarm whenever I have an hme inline with the circuits, and the respirator is failing the ventilation test upon turning it on." There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. The patient who submitted the voluntary medwatch report did indicate that the reported issues necessitated medical intervention to prevent permanent impairment/damage to the patient.